Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the needle sensor was broken. The customer¿s blood glucose value was 85 mg/dl. Customer was reported that the insulin delivery was not suspended due to sensor glucose values. The customer was also assisted with troubleshooting. The customer was also reported that the blood was present at site. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Found sensor electrode damage see attached picture for details. No broken or missing parts were observed during analysis. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.